Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays and the explant were requested in order to progress with this investigation, however they were not available, therefore, there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The initial reporter to corin UK confirmed that during surgery the patient's anterior calcar was fractured and cerclage wire was this placed around the femur. Corin have concluded that the fracture may have been a contributory cause of the subsidence of the stem; however, this cannot be proven with the information provided. Based on this corin now considers this case closed. However, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision several weeks after surgery due to the implant subsiding. The initial reporter to corin has stated that during.